Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) stopped working some months ago; the patient thinks the reservoir is broken. No additional information was reported.